Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2013 at 09:21 with a drain volume of 3929ml during drain cycle four. The largest prescribed fill volume was 2200ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of cmplnt (B)(4). The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was use error; tidal total ultra-filtration (uf) removal was set too low. Homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. If any additional relevant information is received, a follow-up will be sent.